Manufacturer narrative:
(B)(4). The actual device was not returned for evaluation. Retained samples were evaluated. All the individual tensile strength values for retain sample were found meeting usp average specification requirement. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that suture was used during an unknown procedure in 2018. During the procedure, broke with minimal force. There were no patient consequences. No additional information is available.